Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture.

Manufacturer narrative:
Additional information which was received on oct 01, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received x-rays and other source documents for review. Should any additional information become available or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g4, g7, h10. Event description: it was reported that the product was implanted on (B)(6) 2020 along with cerclages and screws to treat multi-fragmentary periprosthetic fracture. It was revised on (B)(6) 2020 due to spontaneous implant fracture that occurred on (B)(6) 2020 without a fall incident. Review of received data: - due diligence: further due diligence to support the conclusion was completed and documented. - x-rays: the received images were assessed and one immediate post implant x-ray and two x-rays of the plate fracture were sent to an hcp for review. Other images were not sent as they would not enhance the investigation. The x-ray dated (B)(6) 2020 demonstrates an intact long femoral fixation plate with screws and cerclage wires. The other two x-rays demonstrate fracture of the fixation plate distally and a comminuted femoral diaphyseal fracture at this level. Screws and cerclage wires remain intact. The x-ray review shows that initial fit after implantation and alignment appears anatomic. Bone quality is considered osteopenic. No screw loosening or other abnormality were identified which might have caused issues with any of the implanted components. No contributing factors to the plate fracture are identified. - surgical report: the surgical implantation report has been reviewed, however no conspicuous findings relevant to the reported event have been identified. It describes that the ncb pp plate was implanted without any complications. It is reported that three wire cerclages were implanted to stabilize the bone fracture. The use of cable buttons is not mentioned in the surgical report. The surgical explantation report was reviewed as well and no obvious signs of infection were found. Removal of all implants including 3 cerclage wires and screws is described. Nothing conspicuous is mentioned that could indicate possible contributing factors to the plate fracture. Product evaluation: - visual examination: the visual examination confirms the reported event; it shows that the plate is fractured through the third three-hole-pattern from proximal and the most proximal hole of the mis interface. On the fracture surfaces, beach lines are visible under certain light condition which point to a fatigue fracture. The fracture origin is located at the rim of the screw hole and mis interface hole on the non-bone-facing side. On the fracture surfaces there are small polished areas and some scratches, most probably due to contact between the parts after the fracture. On the bone-facing side between the second and third three-hole-pattern an accumulation of scratches can be seen. However, it remains unknown if these derived from the revision surgery and / or cerclages. On different spots over the plate single light scratches can be seen which originate most probably from the implantation or revision surgery and / or the handling of the plate. Macroscopically, no defects can be observed that could trigger or contribute to the fracture. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - ncr(s): no ncr with a potential correlation to the reported event was found. - raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that the product was implanted on (B)(6) 2020 along with cerclages and screws to treat multi-fragmentary periprosthetic fracture. It was revised on (B)(6) 2020 due to spontaneous implant fracture that occurred on (B)(6) 2020 without a fall incident. Based on the investigation the reported event can be confirmed. The x-rays review considered the bone quality as osteopenic. No other contributing factors to the plate fracture are identified.the bone could be repositioned well and the plate was fitted and aligned correctly without any issues reported. The visual examination of the plate indicates a fatigue fracture. Macroscopically, no defects can be observed that could trigger or contribute to the fracture. The reason for the fracture could be multifactorial, with contributing factors from the patient, the implant, and the surgical procedure. Fatigue fractures can occur due to a cyclic overloading. Possible contributing factors to an overload could be wrong patient behaviour and / or a not properly healed bone fracture. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information which was received on (B)(6) 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer did not receive any documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture. Product with ref.(B)(4) and lot 2951825 was received.

Manufacturer narrative:
Concomitant medical product: ncb screws; catalog#: unknown; lot#: unknown. Therapy date: (B)(6) 2020. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4)..

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture.